Event description:
Undersensing was noted on the atrial lead during a follow-up appointment. The undersensing led to a decrease in biventricular pacing. The device was reprogrammed as an interim measure. The lead was capped and replaced, and the ICD was replaced. The patient was well following the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Undersensing was noted on the atrial lead during a follow-up appointment. The undersensing led to a decrease in biventricular pacing. The device was reprogrammed as an interim measure and the lead and ICD replacement were planned. The patient was stable. No additional information was available.